Event description:
It was reported the patient received the following results within 15 minutes: "698" mg/dl, 418 mg/dl, and "around 120 mg/dl".

Manufacturer narrative:
H3 other text: product is not expected to be returned.